Event description:
In 2006, the facility reports that while transferring a resident using an uno 100em that the actuator tubing separated at the threaded end, bending at female end. Resident fell 3' to the floor on buttocks and back. Resident was taken to ER, no injury was reported. Facility suspects back sprain.

Manufacturer narrative:
The broken actuator is being returned to MFR for analysis. Follow up report will be forwarded.